Event description:
(B)(4). Insurance paid for the essure device to be inserted. The following side effects started a couple months after insertion and increased as time went on: anemia, heart palpitations, severe headaches, muscle pains, stiff joints, awkward mental status, depression, weight gain, more in the abdomen than anywhere else, spotting after sex, abdominal spasms/flutters, pain in hips, breast, chest, neck, ringing in ears, numbness/tingling in hands, anxiety attacks, boils, insomnia and itching. Have been to the ER numerous times, quite a number of expensive tests done, MRI's CT scans, EKG's all come back with no findings. I have no medical conditions and this all started after the insertion of the essure.